Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. Unit had minor scratched display window, cracked battery tube threads, reservoir tube lip and broken belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 139 mg/dl. Customer stated that the insulin pump was in his pocket while it was raining. Advised the customer that insulin pump would be replaced. No further information provided.